Event description:
Healthcare professional reported, right side "implant destroyed", pain, deformation, high riding implant. And capsular contracture, baker grade I. Later, healthcare professional reported, rupture. Device has been explanted.

Manufacturer narrative:
Continued e1: phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is not related to the device. Malposition: unable to observe, as it is not related to the device. No additional observations. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "implant destroyed", pain, deformation, high riding implant, and capsular contracture, baker grade I. Later, healthcare professional reported rupture. Device has been explanted.